Event description:
It was reported that the lead exhibited capture threshold of 6v at 1.5ms and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.